Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: did the needle fall into the patient: yes; were x-rays taken to locate the needle piece(s): yes; was the needle piece(s) retrieved during the same procedure: no, a second procedure later the same day was needed; does a piece of the needle remain in the patient¿s tissue: no; was the patient brought back to or to have needle removed or was the needle removed during the initial procedure: brought back later the same day ((B)(6) 2017), as x-rays were needed and the surgery center does not have the ability to x-ray in house; what is current condition of the patient: the patient is recovering at home and experiencing a normal recovery process according to the post-op patient phone call on (B)(6) 2017 at the time of the complaint call; what tissue were the needle pieces located in and removed from the same day: doctor has answered that the needle was in the muscle tissue of the palatopharyngeus muscle in the tonsillar fossa; was a second x ray performed to confirm there is no needle piece in the patient: there was a follow up x-ray performed. X-ray report showing absence of the foreign body. The actual sample was returned for evaluation. A fracture was observed in the body of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Event description:
It was reported that a patient underwent a tonsillectomy procedure on (B)(6) 2017 and suture was used. During the procedure the needle broke off. The patient was sent to an outside facility for x-rays to locate the broken needle piece. Later that day, the patient was returned for a second procedure to remove the broken needle. The needle was found in the muscle tissue of the palatopharyngeus muscle in the tonsillar fossa. The procedure was completed with another like device. There was a follow up x-ray performed showing absence of the foreign body. The patient is recovering normally.